Event description:
It was reported that during a stent graft placement procedure in upper root of the left subclavian junction arch, the proximal end of the stent was allegedly slipped. It was further reported that half of the stent allegedly fell into delivery sheath and other half was exposed and could not be released at the lesion site. Reportedly, the stent was allegedly difficult to be removed from the patient and therefore, an incision was made in the femoral artery and the stent was removed with a grasper. The procedure was completed using another device. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However, video and image files were provided for review. The first video revealed the stent immediately outside of the sheath and in the proximal subclavian artery. The stent remained on the balloon, while the second video showed the stent within the sheath un-deployed. The event description of the stent graft problem was not aided by the videos which did not show the stent partially deployed or slipping. If the stent had become dislodged from the balloon, it could ¿slip¿ into the delivery sheath. This could occur if the balloon was partially inflated. If the endovascular system was within the sheath, the balloon would not likely be able to be inflated. Traversing a curve could cause a disruption in the balloon mounting which would lead to mal-deployment. The one image provided showed an unexpanded stent within what is presumed to be the subclavian artery. There does not appear to be a problem with the balloon mounted stent. By description, it appears that when the balloon was initially dilated, the entire stent did not dilate. This caused the stent to migrate into the sheath as the stent did not dilate enough to contact the wall of the subclavian artery. Failure to fully dilate would allow the stent to move. It is possible this was a problem with the balloon that did not allow it to dilate completely. The stent may have had characteristics that did not allow it to dilate despite the balloon. Therefore, the result of the investigation is confirmed for the reported stent dislodgment and separation issues. However, the result of the investigation is inconclusive for the reported retraction issue. The root cause for the reported stent dislodgment, separation and retraction issues could not be determined based upon the available information received from the field communications and from image and video reviews. Labeling review: the instructions for use for this lifestream device was reviewed and the following sections are applicable. B) indication for use: ¿ the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C) contraindications: the lifestream¿ balloon expandable vascular covered stent is contraindicated for use in: ¿ patients with uncorrected bleeding disorders. ¿ patients who cannot receive recommended antiplatelet and/or anticoagulation therapy. ¿ patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. ¿ lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system. ¿ lesion locations subject to external compression. D) warnings: ¿ the lifestream¿ balloon expandable vascular covered stent is supplied sterile (by ethylene oxide) and is intended for single use only. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. ¿ do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. ¿ use the device prior to the use by date specified on the package. ¿ should excessive resistance be felt at any time during the procedure, do not force passage. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. ¿ use only diluted contrast medium for balloon inflation. Do not use air or any gaseous medium to inflate the balloon as this may cause uneven expansion and difficulty in deployment of the covered stent. For the contrast/saline solution, a ratio of 50/50 is recommended. ¿ the covered stent cannot be repositioned after it is deployed. ¿ do not retract the balloon until the balloon is fully deflated under vacuum. E) precautions: ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. ¿ anatomical variances and pre-existing conditions may complicate the procedure; always check the patient¿s medical history before starting the procedure and use caution when advancing the endovascular system through tortuous or difficult anatomy. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ do not use if the delivery system cannot be properly flushed. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. M) directions for use: site access and preparation: 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully inspect the pouch to ensure that the sterile barrier has not been compromised. Carefully remove the selected device from the package. 5. Examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: d4 (expiration date: 07/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in upper root of the left subclavian junction arch, the proximal end of the stent was allegedly slipped. It was further reported that half of the stent allegedly fell into delivery sheath and other half was exposed and could not be released at the lesion site. Reportedly, the stent was allegedly difficult to be removed from the patient and therefore, an incision was made in the femoral artery and the stent was removed with a grasper. The procedure was completed using another device. The current status of patient is unknown.